Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; all keypad buttons are reportedly unresponsive. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
The device was returned, and investigation completed by product analysis on 18-apr-2019 with the following findings: on examination, the keypad cover was intact and without damage. On testing, the up arrow button was unresponsive; however, the remaining keypad buttons demonstrated normal response. There was no contamination of the button contacts. Examination of the pump¿s interior compartment revealed evidence of moisture corrosion on the keypad connector and on the display board. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.